Manufacturer narrative:
H10 h3, h6 the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. No excess oil was noted. A functional evaluation revealed the quick connect came unscrewed from the quick connect ball. The complaint was confirmed and the root cause has been associated with a component failure. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the final joint of the spider was moving freely and not locking, there was also an excess of fluid on the ball joint. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.